Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. The scratches and peeling noted near the rupture site also suggests mechanical damage to the outer surface due to interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a heavily calcified lesion in the mildly tortuous anterior tibial artery, a 3.0x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and would not inflate when inflated to nominal pressure. A balloon rupture was suspected. A non-abbott balloon catheter was attempted and a balloon rupture occurred as well. A new armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.